Event description:
It was reported that the device exhibited a ¿cassette not locked¿ alarm and there was pole mount damage. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Event date unknown. One device was returned for evaluation. Visual inspection revealed a scratched lens. Review of event history logs confirmed a ¿cassette not attached properly¿ alarm message. Functional testing was performed and the reported ¿cassette not locked¿ was able to be replicated but the issue of ¿pole mount damaged¿ could not be replicated. The root cause was determined to be the downstream occlusion (dso) sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.